Event description:
An oncology nurse opened an IV set for medication administration. She opened the clearlink system, continu-flo solution set with duo-vent spike made by baxter. It has a product code of 2c8541s. Before administration, she noticed black spots in the drip chamber. The drug was not administered through this IV set. The lot was r13e28120. Inspection was performed for all IV sets of that brand. A second IV set from a different lot was discovered. This second IV set had 1 dark brown spot in the drip chamber. The lot was r13e29078. Inspection continued for all IV sets of that brand. (B)(4). All sets from both lots were pulled from pt care storage areas on (B)(6). All of these IV sets were stored at room temperature at (B)(6) hospital.